Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the physician reported noise on the right ventricular (rv) pase sense and shock channels along with the right atrial (ra) channel. There were three episodes of noise and the noise was oversensed on all channels. On the rv channel the oversensing led to pacing inhibition with an unknown duration of asystole. The physician discussed programming tachycardia therapy off in the device. Boston scientific technical services (ts) did discuss that since this occured only on one day and was unable to be recreated during the in office testing, electromagnetic interference (emi) may be a contributing factor. Attempts to obtain additional information have been unsuccessful. At this time the products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the clinic that the patient remembered on that day he had a dermatology appointment where he had a growth removed. It was noted that since the source of the noise was identified, the physician did not program therapy off in the device. The device and leads remain implanted and the patient will continue to be monitored via the remote home monitoring system. No adverse patient effects were reported.